Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor pcb was replaced and the collimator blades were adjusted. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported dark images during a case. No pt injury was reported.